Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested event was presumed to be physical stress/ chemical stress/ storage environment, etc. Users can reduce/ prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): "warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." The IFU continues: "warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." Finally, on storage and disposal, the IFU provides: "warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
As reported, liquid leaks at a-rubber of the device . The issue found at preparation for use. There is no patient involvement associated on this event. Device evaluation found the coating at the connecting tube is peeled off. This report is being submitted for coating peeled off at the connecting tube.

Manufacturer narrative:
Device was evaluated. Device evaluation and inspection found liquid leaks at the ar (a-rubber) bending section due to perforation. Connecting tube is crumpled. In addition, corrosion was observed at the el connector (electrical connector) due to leakage. The customer reported issue was confirmed. Furthermore, the coating at the connecting tube is peeled off. Investigation is ongoing. This report will be supplemented according following completion of investigation.